Event description:
Pt had original implant of bilateral silicone breast prosthesis in 1990 in another institution. She recently presented to the physician's office with complaints of anxiety over her silicone implants and bilateral capsular contracture. Upon removal, the implants were noted to grossly intact with no apparent free silicone.